Event description:
It was reported by service report that the tracks are damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the tracks are damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also found during the device evaluation that the backrest was cracked with a potential pinch point.